Manufacturer narrative:
(B)(4). The xtr mitraclip remains in the patient. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no lot specific product issue. All available information was investigated, and the reported device damaged by another device appears to be due to procedural circumstances/operational context. However, the reported single leaflet device attachment (slda) appears to be due to the reported device damaged by another device as the non-abbott device encountered the already implanted clip. It is additionally possible that difficulties with visualization contributed to the reported issues. The unchanged tricuspid regurgitation (tr) was an outcome of procedure circumstance. The reported off-label use was due to use error as the mitraclip was used to treat tr. It should also be noted that the mitraclip instructions for use states, ¿do not use mitraclip® outside of the labeled indication¿. There is no indication of a product quality issue with respect to manufacture, design or labeling. The ntr mitraclip device referenced is being filed under a separate medwatch report number.

Event description:
This is filed on the third xtr clip to report the single leaflet device attachment. It was reported that this was a mitraclip procedure in the patient with mixed etiology, severe mitral regurgitation. During use of the mitraclip ntr, it became entangled in the chordae. Standard trouble shooting maneuvers were performed which freed the mitraclip from the chord, but a torn (ruptured) chord resulted from the entanglement. The mitraclip ntr was not implanted because of a transient increase in gradient when the leaflets were grasped. The procedure continued with off label use of the mitraclip in the tricuspid valve. The patient had severe tricuspid regurgitation(tr). There was difficulty with visualization due to the patient anatomy. Two mitraclip xtrs were implanted on the septal/anterior leaflets of the tricuspid valve. A third mitraclip xtr was implanted on the anterior/posterior leaflet. A non-abbott cardioform plug catheter was inserted to further reduce the tr, but the plug interacted with the third clip resulting in a single leaflet device attachment (slda); the third clip was no longer attached to the posterior leaflet. In the physicians opinion, the slda was due to the cardioform catheter interaction. The procedure was completed with severe tr. There were no adverse patient effects. No additional information was provided.